Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, pause episodes were noted on the device. The episodes were found to be triggered due to r wave under sensing. No further information available. The patient will continue to be monitored.